Event description:
The customer reported to baxter italy an unknown number of solution administration set in which the air filter doesn't work because the chamber remain empty - there is no solution flow. The condition was identified during use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. A visual inspection of the sample revealed an indentation on the tubing. The sample was functionally tested by attaching to a viaflo bag and priming was performed without difficulties. The sample was then submitted for a gravity test and the testing passed as it was within the acceptance criteria. The reported condition was not confirmed and the root cause of the condition was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not have a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.